Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to turn on only on ac power. It was found that the system board fuse f3 has an open circuit. With the f3 open circuited, the battery will not be charged and the device will not operate on battery power. The fuse was temporarily shorted and it was verified that the charging circuitry was functional and the device was functional on battery power.

Event description:
It was reported that the unit will not run on battery. Customer tried a new battery without any improvement. There was no low battery alarm. The unit shuts off instantly when disconnected from ac power. No known impact or consequence to patient.